Event description:
Caller reported an alarm 2 due to an occlusion event. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge.